Manufacturer narrative:
Additional information: the event was treated with intervention and stent implantation was performed again. A 3.5x33mm non-medtronic stent was implanted in the culprit vessel of the left anterior descending artery. Annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute integrity coronary drug eluting stent was implanted in a patient and approximately 15 months post procedure the patient suffered from vessel occlusion due to in stent restenosis in the target vessel. The lesion treated by the resolute integrity stent had 30-99% stenosis and was located in the mid and proximal left anterior descending (lad) artery. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The patient was on dapt when the restenosis/occlusion event occurred. The physician assessed that the restenosis/occlusion event was directly related to the use of the relevant device. The event was treated with intervention. The patient was discharged afterwards. No further patient complications have been reported as a result of this event.